Manufacturer narrative:
Investigation results indicate that the blade came in to contact with a metal retractor. The contact with the retractor was most likely the cause of the blade breakage in this case. The IFU (instructions for use) for handpieces associated with this device include the following: "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue."

Event description:
It was reported that during a total hip surgical procedure, it was noted that the blade broke at the cutting end/teeth while coming into contact with the retractor. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total hip surgical procedure, it was noted that the blade broke at the cutting end/teeth while coming into contact with the retractor. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.